Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately three years post initial right tka implant, this female patient underwent revision due to infection. No additional information is available or forthcoming. The device is not available for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) as reported, approximately three years post initial right tka implant, this slightly overweight female patient underwent revision due to infection. No additional information is available or forthcoming. The device is not available for evaluation. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of surgical revision for infection cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. These devices are used for treatment not diagnosis.